Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation performed on (B)(6) 2013, absence of sensing on both leads and unexpected pacing were observed. The magnet was then applied and the device normal functioning was observed after wards. No file corresponding to the reported event was provided.